Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they were told by the manufacturer representative (rep) that they only had a few of their nodes in their spine that were working. The only option was to have another back surgery, remove the old nodes, and start the device again. Pt did not want to get the surgery due to their age.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated her settings don't seem to be strong enough and she is getting more back aches in the past couple of months. Patient stated that she is having to charge the stimulator more often since a couple of months ago. Patient verified that she has not had any falls or traumas. Pt stated she has not had her stimulator programming checked since end of 2023. Pss suggested that pt connect with the hcp / field rep to talk about programming updates pss asked about the managing hcp.